Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus malaysia there was the possibility that the reported phenomenon was attributed to the unstable electrical contact due to the wear and/or failure of the contacts or the locking function of the video connector socket by repeatedly long-term use because over nine years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device flickered. Olympus malaysia checked the subject device and found that the video connector socket had failure.there was no report of patient injury associated with the event.